Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5 and an enlarged atrium. Two clips were implanted reducing tr to a grade of 1. On (B)(6) 2024, echocardiography showed the second implanted clip had detached from the septal leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 4. An additional triclip procedure was performed, and one clip was implanted, reducing tr to a grade of 3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, the reported slda per the physician is likely due to due to enlarged atrium-valve diameter in the postero-septal segment and is therefore related to patient conditions. Tricuspid valve insufficiency/regurgitation appears to be due to slda. Tricuspid regurgitation is a known possible complication associated with triclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Manufacture, design or labeling.